Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The failed self-test error alarm could not be verified or the prime, excessive no delivery and displacement tests performed due to no button response. The device was also received with cracked case on display window corners, cracked reservoir tube lip, cracked on battery tube threads and missing display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm and a failed self-test alarm. The blood glucose at the time of the incident was 125 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.